Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed stripped threads in the battery compartment. This report is made based on the results of an investigation completed on 12/12/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/12/2013 with the following findings: visual inspection and testing confirms the threads inside battery compartment are stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.